Event description:
On (B)(6) 2011, an eye care professional (ecp) reported to our (B)(4) affiliate that a pt who wore acuvue product was diagnosed with a corneal epithelial abrasion. On (B)(6) 2011, the ecp reported additional info. The patient (pt) presented on (B)(6) 2011, was diagnosed with corneal epithelial abrasion od and diffuse superficial keratitis os. A crescent-shaped abrasion was located at the inferior part of od and suspected to be infectious. No culture was performed. Ecp noted neovascularization around both corneas ou, corneal edema, redness and discharge ou. The pt was prescribed hyalein and niflan eye drops and tarivid eye ointment od. The pt did not own a pair of eyeglasses; the pt was instructed to discontinue contact lens wear only in od. The pt was allowed to continue contact lens wear in os. F/u on (B)(6) 2011: the corneal epithelial abrasion improved a little but the condition was mostly unchanged. The pt "was given a trial hcl and instructed to wear hcl in os applying the eye drops and ointment." F/u on (B)(6) 2011: "the pt had superficial keratitis and redness ou. The corneal epithelial abrasion and eye discharge od resolved. The pt was told that crescent-shaped scar and neovascularization od will be permanent. The pt wore a cl in os and left the clinic." F/u on (B)(6) 2011: "the redness and superficial keratitis still persisted. Diquas eye drop was added." The pt did not return to the clinic as instructed. The ecp refused to provide any additional info at this time. The lot number of the product in question is unk. The product in question has been requested for return for evaluation but has not yet been returned by the pt. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn.